Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the buttons are not working correctly and are hard to push. The blood glucose was unknown at the time of the incident. Customer stated that the up arrow allows them to navigate screens. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor texture damage to the keypad overlay and intermittent button response due to a problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to unresponsive buttons.